Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that the cone of the male luer lock of the return line was cracked. The reported condition was verified. The cause of the damage was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that shortly after starting treatment with a prismaflex m100 set, an external blood leak was observed due to a damaged luer connector. There was no patient injury or medical intervention associated with this event. No additional information is available.